Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was determined that the pump time was inaccurate; cause was not known. Contact corrected time. Customer's blood glucose was 165 mg/dl.